Event description:
It was reported that the flow restrictor of a large volume folfusor was loose from the tubing which resulted in a fluid leak. This issue occurred during transportation to the hospital pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured may 29-30, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside a bag that contained the folfusor device which suggested a leak occurred. The photo also shows cause of the leak due to tubing broken off at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the condition most likely is due to extra solvent present from manufacturing which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.